Manufacturer narrative:
Our evaluation is not yet complete. A follow up report will be submitted once the evaluation is complete.

Event description:
Welch allyn received a report from a welch allyn customer stating that their system was giving a check network error. Rebooted term server and it is working fine. A term server failure could result in a loss of centralized patient monitoring. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Welch allyn technical support confirmed the customers allegation of a check network error. The customer rebooted the terminal server and it has been working without issue. The terminal server is outside the 3 year period after which the dfu defines the hardware components are to be replaced. Some potential root causes of the customer's issue is a firmware issue, loose connection and malfunction of internal/external power supply. No further investigation will be conducted.